Event description:
It was reported that the pipeline vantage with shield technology device exhibited distal end fishmouthing and hyperplasia during follow up. The devices were prepared according to the instructions for use (IFU). The aneurysm was located at the hypotheseal region, was unruptured, and had a saccular morphology with a maximum diameter of 2.5 millimeters and a neck diameter of 2 millimeters. The landing zone artery sizes were 3.5 millimeters distally and 4.5 millimeters proximally, with moderate vessel tortuosity. Dual antiplatelet treatment was administered, though the platelet reactivity unit level was unknown. Ancillary devices: armadillo sheath, phenom plus guide catheter, phenom 27 microcatheter additional information received reported the patient is asymptomatic. The physician left the device alone and will follow up in 6 months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.